Manufacturer narrative:
Correction: this report is to retract report 2017865-2016-04883, submitted on 07/20/16. This report was erroneously submitted, the issue reported was not related to this device but a programmer instead. All previously submitted information should be superseded to not applicable and/or null fields.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. No patient involvement or additional information was reported.